Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking where "the line is to be inserted". The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B4/f8: date of this report in the initial MDR is being corrected from blank to 03/10/2021.

Manufacturer narrative:
H4: the lot was manufactured from september 15, 2020 - september 17, 2020. H10: one (1) actual and three (3) companion samples were received for evaluation. Unaided visual inspection was performed which observed the spike port tube of the actual sample was detached and loose inside in the received box while the spike port tubes of the companion samples were detached inside the unopened primary packaging. A functional testing was performed on the actual sample which revealed a leak at the spike port caused by the detached spike port tube. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause is due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.